Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the laser fiber breaking at the connector resulting in the laser energy from the console being released and igniting the fiber jacket. A manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not related to user technique/ human factors or related to device labeling/ design and the complaint trending limits were not crossed and no investigation components in this investigation suggest escalation is required. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the laser fiber broke during the laser litho procedure and caused fire at connection point. The procedure was completed with no delay. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier: (B)(6)-laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6)-laser fiber- tfl-fbx200bs, lot kr263481. This report being submitted is for report with patient identifier (B)(6)-laser system model tfl-pls , serial number (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.